Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: review of the black box data revealed no evidence of time/reset. The pump was exercised for 24 hours without errors, alarms or warnings occurring. The battery was removed from the pump and the time and date reverted to the factory default setting after 6 hours of power on reset. The time/date reset complaint was duplicated on investigation. The pump was opened for investigation and revealed the internal clock battery was leaking.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue; both time and date are incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.